Event description:
It was reported that the trek dilatation catheter was used for pre-dilatation. During the second inflation, the balloon ruptured at 10 atmospheres. It was replaced with a non-abbott balloon, followed by deployment of a xience v stent to complete the procedure. No resistance was felt during advancement or retraction of the device in the patient. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Return of the balloon catheter may have aided the investigation. However, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. The lesion was also characterized as mildly calcified and may have contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the calcified lesion, such that the balloon ruptured during the second inflation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency. Although the device was not returned for analysis, based on the information received with this complaint, the reported balloon ruptures appears to be related to circumstances of the procedure and not a product quality deficiency. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.